Manufacturer narrative:
Information indicates this product is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The error code was discovered during a review of a remote interrogation. The patient was being seen in the emergency room for chest pain. The remote interrogation revealed that the patient had a non-sustained ventricular episode stored. The patient's presenting electrogram appeared to be functioning as programmed. The cause of the chest pain was not known; however, evidence does not suggest that it was related to device functionality. Data analysis showed the battery appeared to be depleting more quickly than expected. This product was explanted and replaced. No additional adverse patient effects were reported.